Event description:
It was reported that a stent damaged occurred post-deployment during a percutaneous transluminal coronary angioplasty (ptca). In (B)(6) 2012, a patient underwent a percutaneous transluminal coronary angioplasty procedure. The promus element stent 2.5x20 mm was placed into the distal left circumflex artery (lcx) covering the whole lesion and a obtuse marginal 1 (om1) branch that was protected with a wire. The stent was inflated to 12 atm and was postdilated with the same balloon up to 20 atm. Good result of the stent implanted and well positioned. The branch was open but with severe ostial disease. A new non-bsc guidewire was inserted into the branch. The insertion of the same balloon 2.5x20mm from the stent was tried before assuring that it was well aspirated with a good profile. The balloon could not cross into the branch. A deformation was observed into the proximal part of the stent. A new non-bsc balloon 2.5x15 could not get either into the om and stopped into the mid lcx. The stent implanted was clearly shortened and deformed at the proximal site. The stent was postdilated with a non-bsc non-compliant 3.0 balloon up to 18atm into the proximal part of the stent. A new unspecified wire was recrossed into the branch with difficulty. The same non-bsc balloon 2.5x15 jump with one clear step into the om1 and the same did the non-bsc non-compliant balloon 3x15 into the stent from the mid lcx. A final kissing balloon was performed to assure the best apposition of the proximal part of the stent up to 8 atm with both balloons. The patient status following the procedure was stable. No patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).